Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) reached end of life (eol) status earlier than expected. The device was implanted for less than 22 months. There were no reported patient symptoms associated with this clinical observation. The device was explanted and replaced with another guidant ICD.